Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, lot# n265371005, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml baclofen at an unknown daily dose via an implantable infusion pump for intractable spasticity. It was reported that the rep was called into the hospital on (B)(6) 2017 as the hcp was adding the patient on for a pocket revision, possible infection. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The pocket was opened and the catheter had disconnected from the pump. The catheter was re-connected and turned 180 degrees both directions and tugged to endure correct placement. The catheter was primed and re-programmed. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.